Manufacturer narrative:
Literature citation: fukushima, t. Et al (2025) left atrial appendage closure for patients with a history of ischemic stroke despite oral anticoagulant. Journal of the american college of cardiology: clinical electrophysiology. Https://doi.org/10.1016/j.jacep.2025.07.021. B2: bsc aware date used as death date as it is unknown. B3: bsc aware date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that deaths occurred. The following event was obtained via a retrospective article following 1,464 patients who underwent a left atrial appendage (laa) closure procedure where a watchman access system (was) was used and both watchman closure devices and watchman flx closure devices were implanted during the time frame of (B)(6) 2021 through (B)(6) 2023. It was reported the following occurred (unknown which type of watchman closure device was implanted and which model of was was utilized): all cause mortality and cardiovascular deaths.

Manufacturer narrative:
Literature citation: fukushima, t. Et al (2025) left atrial appendage closure for patients with a history of ischemic stroke despite oral anticoagulant. Journal of the american college of cardiology: clinical electrophysiology. Https://doi.org/10.1016/j.jacep.2025.07.021. B2: bsc aware date used as death date as it is unknown. B3: bsc aware date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the upn/catalog number and batch/lot number was not provided, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via journal article that deaths occurred. The following event was obtained via a retrospective article following 1,464 patients who underwent a left atrial appendage (laa) closure procedure where a watchman access system (was) was used and both watchman closure devices and watchman flx closure devices were implanted during the time frame of september 2021 through january 2023. It was reported the following occurred (unknown which type of watchman closure device was implanted and which model of was was utilized): all cause mortality and cardiovascular deaths.